Event description:
It was reported that a malfunction occurred on the pump, but no notable events took place prior to this incident. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer reset the pump before contacting support, which made confirming the fault ID impossible. Consequently, the customer was set to use multiple daily injections as a backup therapy, and technical support decided to replace the pump. No additional information about an out-of-warranty loaner pump was pursued as the caller declined interest.